Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad) in 2002. In 2003, the vad coordinator contacted the manufacturer after speaking to the patient at home. The patient thought they saw a brief red heart alarm. As a result, the patient connected to the display module and observed a yellow wrench with power limit advisory alarm. The patient was then instructed to go into the hospital for an evaluation of the lvad. The vad coordinator down loaded motor wave forms, which were reviewed by the manufacturer and were unremarkable. The patient is also going to have an echo done to rule out an obstruction and valve regurge due to a slight increase in beat rate. The vad coordinator was going to try replacing the controller when the patient arrived to the hospital. The vad coordinator also claimed the patient had a cold with some congestion and this could be related factors. The patient was placed on pneumatic actuation of the lvad using a drive console and stroke volume limiter (svl) and anticoagulated.